Event description:
It was reported that " after the balloon was inserted in the patient's body according to the on-site physician's description, the balloon did not work properly and could not be fully inflated to fill the antipode, after which the procedure was terminated." Another treatment modality was chosen. No patient harm or injury was reported. Patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. Returned with the sample was a 0.025in guidewire and a sheath dilator. Upon return, the distal end of the teflon sheath was at approximately 7.8cm from the iabc distal tip; clear liquid was noted in the sheath sidearm. Buckling to the teflon sheath extrusion was noted from approximately 7.6cm to 13.3cm from the distal end of the teflon sheath. The peel away sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The iabc bladder was partially withdrawn through the sheath; the visible portion of the bladder was unwrapped. Bends to the iabc central lumen were noted at approximately 32.5cm and 67.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The teflon sheath was noted to be on the iabc bladder membrane, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage. The bladder thickness was measured at six points with measurements ranging from 0.0066in-0.0068in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate with little force. Upon removal of the teflon sheath, no obvious damage was noted to the bladder. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 22.3cm and 67cm from the iabc distal tip; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 15.1cm and 49.7cm; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon did not work properly and could not be fully inflated" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " after the balloon was inserted in the patient's body according to the on-site physician's description, the balloon did not work properly and could not be fully inflated to fill the antipode, after which the procedure was terminated." Another treatment modality was chosen. No patient harm or injury was reported. Patient's current condition is reported as "fine".